Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a coyote fc balloon catheter. The balloon was loosely folded with contrast in the balloon and inflation lumen (shaft). The tip, balloon, markerbands, hypotube and proximal weld were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube, tip damage, inner shaft damage (buckled) for 14 mm starting 5 mm from the tip of the device, and there was a circumferential tear in the balloon material that was 3 mm across. Functional testing was done by attaching an inflation device filled with water to the hub of the returned device, and inflating to rated burst pressure (rbp). The balloon did not get above 8 atmospheres and leaked profusely from the tear in the balloon material. Inspection of the remainder of the device revealed no other damage or irregularities. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 1.2mmx15mmx142cm fg coyote fc (emerge¿) balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 1.2mmx15mmx142cm fg coyote fc (emerge¿) balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.